Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving a speaker malf inop involving their mx40 device. No patient involvement.